Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture material were returned. The distal end of the insertion device is deformed. The anchor is fractured at the distal end. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found storage conditions and composition test requirements with a specified expiration date for each lot. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy before the healicoil anchor was inserted into the bone hole, the anchor and the distal tip of the shaft were found to be bent when checked with an image generated by the camera used for endoscopic surgery. The procedure was completed without delay using a backup device, and no further complications were reported. Per preliminary results of the investigation, it was revealed that the anchor is fractured at the distal end.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).